Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the reportable malfunction was identified during the device evaluation: scope communication error code (e216). A root cause could not be identified since the reported phenomena was not reproduced. Based on the results of the investigation, the probable cause of scope communication error code is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the colonovideoscope exhibited image blackout and noisy screen. The issue was identified at the time of inspection for use. There were no reports of patient involvement.